Event description:
It was initially reported that the patient had a "flurry" if seizures over the weekend and the magnet did not stop them. It is unclear if this "flurry" was an increase in seizures or part of their normal seizure pattern. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
Brand name- corrected data:the incorrect brand name was inadvertently reported on the initial report.device manufacture date - corrected data:the manufacture date was inadvertently omitted from the initial report.